Manufacturer narrative:
Additional information: d1, d4, d9, g3, h3, h6 h3 evaluation summary; medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was damage to one of the blowout plates. The laminates were found to be damaged. The reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to not function properly. It was reported that black parts from one of the four reloads were discovered in the abdominal cavity after completion of the intracorporeal anastomosis. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'knife blade damage' not related to the reported condition. The product analysis noted evidence that the device was not used as intended. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# unknown) sigphandle, sig power sigphandle handle, (serial# unknown) sigpshell, sig power sigpshell control shell, (lot# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted colon resection, black parts from one of the four reloads were discovered in the abdominal cavity after completion of the intracorporeal anastomosis. There was no patient injury.